Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed the last basal delivery with no unusual alarms. A call service 120 was not documented in the pump. No call service 120 alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions on the printed circuit board. The call service 120 complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. The battery cap was not returned. A test battery cap was used during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 120 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.